Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2, d3, d4, g1, g2, g4, h4, h6.

Event description:
Patient reported rupture diagonsed via MRI. Later healthcare professional reported "the left implant shows discontinuous lines and material with silicone signal percolation, configuring intracapsular rupture on this side." "Left implant with parallel lines in "stepladder," associated with fluid with adjacent debris, finding compatible with intracapsular rupture." Via ultrasound. This record is for left side. Device remains implanted.

Event description:
Patient reported rupture. This record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted.